Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
Lab analysis summary: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed delamination on the valve assessed as adhesive failure. As per the investigation procedures creases, particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.